Manufacturer narrative:
Qc run before the event was within the established ranges. The customer did not request for a service visit.a clear root cause for this event has not been determined to date.

Event description:
Customer contacted beckman coulter inc. (Bci) regarding a creatinine (cre) result generated by the unicel® dxc 800 pro synchron® chemistry analyzer.the original result of a patient serum sample yielded 3.85 mg/dl and the critical re-run result yielded 6.26 mg/dl. The customer reran the sample on another instrument and confirmed the correct result was 3.85 mg/dl.the erroneous result was not reported outside of the laboratory and there was no affect to patient treatment.